Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead was unable to be implanted due to high capture thresholds. The physician successfully implanted a different rv lead. The patient was stable throughout.